Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The stylet/guidewire was kinked/buckled. The guidewire was unraveled. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. The distal conductor was extrinsically distorted due to kinking/buckling. There was guidewire coating on the distal conductor of the lead and it was obstructed. The distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure a guidewire became stuck in the lumen of the left ventricular (lv) lead. The lead was removed and a new lead was utilized without incident. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.